Event description:
It was reported that the balloon burst inside the patient and had to be retrieved with a snare. Follow up with the customer indicated that the balloon had "sheared" and the balloon was retrieved at the occlusion before it advanced to the heart. The patient had an av shunt and the procedure was to retrieve the clot/occlusion from the shunt. The balloon stopped at the occlusion and was retrieved. There were no patient complications.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the facility. Without return of the catheter, the complaint could not be confirmed. Review of the manufacture records indicated that the product passed testing and inspections with no non-conformances noted. Of note, the event reported occurred 10 days after the labeled expiration date. As per the IFU, the fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). The catheter is not designed to withstand the additional pull force needed to remove these materials. Although clinical description of the clot material was not provided, review of the available information suggests that procedural factors may have contributed to this event. No actions will be taken at this time.